Event description:
According to the reporter, during a patient arrest, the device was used to shock 4 times without a problem but, on the fifth shock, the device charged but would not shock. No adverse effects to the patient were reported as a result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. Root cause for the reported incident could not be determined. The device was returned to the customer for use.